Event description:
Consumer reported complaint for error messages (e-2 and e-3) and high blood glucose test results while using two different vials of test strips: additional report reference (B)(4). The customer is concerned with test results from results obtained of 445mg/dl. The customer¿s expected blood glucose test result range was not disclosed. At the time of the call the customer reported symptoms of feeling dizzy, tired and frequent urination. Customer stated he was going to seek medical attention. No further information was obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number 114719-1: same meter serial number, different test strip lot number. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 20-jun-2022 to ensure that the customer condition had improved and that the initial concern was resolved. Able to establish contact with customer who stated his condition had improved and he did not currently have any diabetic symptoms. Customer stated he had gone to urgent care on (B)(6) 2022. Customer's blood glucose at urgent care was 553mg/dl non-fasting and customer was sent to the ER. The diagnosis was hyperglycemia and customer was treated with IV solution to lower his blood glucose. Customer was discharged the same day and prescribed metformin. Customer stated that the initial concern has been resolved.

Manufacturer narrative:
Sections with additional information as of 17-aug-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Added most likely underlying root cause onto case as the complaint product was not returned for investigation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.